Event description:
Customer reported that the insulin pump alarmed button error. Customer experienced low blood glucose of 44 mg/d due to exercising; treated with food. Nothing further reported.

Manufacturer narrative:
No button error alarm during testing. However, insulin pump had unresponsive button due to corroded buttons on keypad trace. Insulin pump had cracked on lcd window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corners and missing o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.